Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. A review of the manufacturing history records confirms no abnormalities or deviations reported. The sterilisation certificates were reviewed and confirmed that product is sterilised within the specification range. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient had a washout of her wound. The type of infection was superficial collection , subcutaneous tissue of hip- blood cultures grew enterobacter clocae. And it was treated with intravenous antibiotics.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant medical products: medical product: g7 osseoti 3 hole shell 48mm c catalog #: 110010242 lot #: 6564825, medical product: g7 dual mobility liner 38mm c catalog #: 110024461 lot #: 475980, medical product: act artic e1 hip brg 28x38mm catalog #: ep-200144 lot #: 915380, medical product: arcos con sz a std 50mm catalog #: 11-301300 lot #: 023440, medical product: arcos 13x150mm spl tpr dist catalog #: 11-300813 lot #: 524980 medical product: unk cable catalog #: not reported lot #: not reported . The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a hip arthroplasty. Subsequently, the patient had a washout of her wound.